Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 429 mg/dl. The customer treated their blood glucose manually. The customer was unable to troubleshoot the issue at the time of the call. The customer was advised to monitor the insulin pump. The customer did not return the product back for analysis.